Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturer representative (rep) clarifies that there was no information to suggest the implantable neurostimulator (ins) had flipped in the pocket, "it was more tilted and a corner was visible under the skin. Nothing that the patient said made rep. Think it had flipped completely over". Rep reports the cause of this issue was unknown, stating the patient noticed ins tilt and pain when stepping into the shower. Rep reports this issue is resolved, and no further intervention for the ins is anticipated as the ins is laying flat now. Rep reports the patient did not recently gain or lose a significant amount of weight.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). Rep reports patient was taking a shower and noticed their ins was twisted in the pocket, had sharp pain. Rep reports this started last week. Pain got worse in pt's back, across the back. Rep reports today, the ins is flat in the pocket. Rep reports physician does suture the ins, 99% of the time, but cannot confirmed with this case. Suggest troubleshooting, palpitating ins with stimulation on and off.

Manufacturer narrative:
B3 date is approximate. Month and year are confirmed to be correct. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.